Event description:
Auto immune disease; many bii symptoms, many tests taking blood work positive markets for scleroderma. Will submit any additional information per your request. Once switched from saline to silicone implants, many bii symptoms started to occur - went down hill in the last few weeks until removed. Stopped taking adderall many months ago to detox to see if bii symptoms would improve and they didn't. FDA safety report ID # (B)(4).